Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during an endobronchial ultrasound (ebus), four (4) single use biopsy valves had broken when trying to attach the valves to the evis lucera ultrasonic bronchofibervideoscope. The fifth valve had fit on the same scope and worked correctly, therefore the procedure continued as expected. There was no surgical delay and no patient harm. The customer had initially called olympus to request pricing for the single use biopsy valve and single use suction valve and had also reported the event. The customer seemed to think that there had been a change in the composition of the materials, as the valve seemed less pliable when attempting to fit on the scope. The valves were discarded by the facility. This complaint is related to patient identifiers (B)(6) (single use biopsy valve (sterile), maj-210), (B)(6) (single use biopsy valve (sterile), maj-210), (B)(6) (single use biopsy valve (sterile), maj-210).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was discarded, olympus tried to replicate the reported failure using a the same model with a different lot (lot. H1617), and confirmed the device can be attached to a test scope without causing any damages to the housing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the valve broke because of the way of attaching the valve to a scope was incorrect. The event can be prevented by following the instructions for use which state: "7.3 attaching the biopsy valve to the endoscope: put the biopsy valve on the channel port and push the upper part of the biopsy valve down slantingly onto the channel port." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d8 and h4. D8: information for this field was inadvertently not included on the supplemental medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-210 lot h1617 was used for reproduction confirmation). "The housing of the forceps plug must not be damaged when attached" is verified by evaluation based on product standards. In the final inspection process, 9 sampling inspections are carried out for each production lot, and it is confirmed that the groove is not torn when attached to the mouthpiece in combination with the scope. The root cause of the issue could not be conclusively specified. Based on the product specification investigation and the inspection results of the final inspection process, no abnormalities were found in the product at the design and manufacturing stages, and it was found that the housing would not be damaged if installed according to the regular procedure. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: the device was damaged due to failure to install according to the instructions in section 7.3 of the instructions for use (IFU) manual. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: 7.3 attaching the biopsy valve to the endoscope: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.